Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the patient information did not cross to pyxis, and all machines were in critical override mode at flpen, suspected to be related to a network issue. The technical support specialist (tss) confirmed that the issue coincided with broader critical incidents impacting ilarl, and flpen likely experienced a temporary network disruption. The hospital information technology (hit) team resolved the issue and approved case closure. The system functioned as intended after the customer hit team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information did not cross into the system, and all pyxis machines were in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.